Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2012 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell. A visual and microscopic analysis was performed which identified sharp broken and opening on posterior and creases fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening and broken on posterior due to an unidentified (tear) opening. Missing shell due to inconclusive. Creases are observed but have no relationship with manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "fold" and pain. Health professional reported a right side rupture. Device has been explanted.